Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the surgeon was performing this procedure on a 5' 260 lb. Female pt. It was reported the surgeon did not insufflate prior to inserting the 511sd into the umbilicus. The surgeon reported the shield did not retract over the blade. The surgeon inserted the scope and discovered bleeding upon visualization. The surgeon attempted to use cautery to control the bleeding, but was unsuccessful and had to convert to an open procedure. It was unknown how the surgeon controlled the bleeding. The surgeon did complete the cholecystectomy procedure. The 511sd came from an fdc13 kit.